Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the pt was hospitalized for the event. On an unreported date, the pt was treated for peritonitis with cefuroxime (375 mg, frequency not reported) ip-intraperitoneally. The outcome of the peritonitis was unknown. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up report will be submitted.